Event description:
A technician reported that a pt who underwent bilateral lasik was diagnosed with asymptomatic, trace, diffuse lamellar keratitis (dlk) in both eyes, at the one day postoperative visit. It was noted that the pt admitted to not shaking the bottle of the prescribed steroid drops, as instructed. The topical steroid drops were increased. In a follow up, the technician confirmed the dlk resolved within five days and the pt was doing well. No further info is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).